Manufacturer narrative:
It has been reported that the device is available for eval. Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the sensor did not function. It was not possible to set it to zero. As a result the sensor was changed. No clinical consequences were reported.